Event description:
Event description guidant received information that this patient had experienced a syncopal episode. This pacemaker and ventricular lead were removed from service as sensing issues and loss of capture were observed. The lead was surgically abandoned and replaced. The device was explanted and returned for laboratory analysis.